Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer used the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 72 hours with mobi pump. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy